Event description:
Event verbatim [preferred term] burn marks on my body [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. This consumer of unknown age, gender and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history was not reported. Concomitant medications were not reported. The box stated that this patch can be worn for up to sixteen hours, so consumer wore this today for eight hour work day after coming home from work, consumer went to take off the patch and discovered burn marks on body from the patch consumer did have pictures could share would like to get a refund from the patches as consumer now had to go out and buy burn cream for back. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn marks on body from the patch " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event was medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn marks on body from the patch " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event was medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn marks on my body [thermal burn], did not check the skin under the wrap during use, had read usage instructions [intentional device misuse], burn marks on my body-left scars on my back [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unknown ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) (device lot number: n31954, expiration date: mar2019) from an unspecified date in (B)(6) 2017 (reported as early (B)(6)) for back pain and muscle tightness in back. Medical history was not reported. The patient reported she is not pregnant and not post-menopausal. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) in (B)(6) 2017 for 1 day (about 6 to 8 hours) for an unspecified indication with no adverse effect. The patient reported the box stated this patch could be worn for up to sixteen hours. The patient reported wearing the heatwrap under a t-shirt for 6 to 8 hours today, (B)(6) 2017, during her eight hour work day. After coming home from work, the patient went to take the heatwrap off and discovered it had burned/melted her skin. She stated she now has 2 scars on her back on an unspecified date in (B)(6) 2017. The patient did not consult a healthcare professional as a result of the events. She had not checked her skin under the product while wearing the heatwrap. The patient stated she had read the usage instructions prior to using the heatwraps. The patient further reported "I do not have the box anymore but here are some photos of my skin when I took off the heat wrap. I would really just like to get reimbursed for the wraps that I will no longer use because of this." The patient assessed her skin tone as medium (neither light nor dark). She is not currently under the care of a physician for any medical conditions. The patient denied having sensitive skin or any abnormal skin conditions. She did not previously use any other heating product for pain relief (such as electric heating pad, water bottle, microwave gel pack). The patient did not exercise while using the heatwrap. Action taken with the suspect product in response to the event was permanently withdrawn on an unspecified date in (B)(6) 2017. No therapeutic measures were taken and no hospitalization was required as a result of the event. Clinical outcome of the event burn was not resolved. Clinical outcome of the remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (29jun2017): new information received from a contactable consumer includes: information on product (lot number and expiration date) and photos of skin when the patient took off the heat wrap. Follow-up (14jul2017): new information received from a contactable consumer includes: patient details, suspect product indication, no concomitant medication, event onset date, event outcome, reaction data (additional events of intentional device misuse and scars), no therapeutic measures and no hospitalization required. Company clinical evaluation comment: based on the information provided, the event of "burn marks on body from the patch " "had not checked her skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events was medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn marks on body from the patch " "had not checked her skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events was medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn marks on my body [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unknown age, gender and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip), device lot number n31954, expiration date mar2019, via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. Medical history was not reported. Concomitant medications were not reported. The box stated that this patch could be worn for up to sixteen hours so patient wore this today for eight hour work day. After coming home from work patient went to take off the patch and discovered burn marked on body from the patch. The patient now had to go out and bought burn cream for back. The patient further reported "I do not have the box anymore but here are pictures of the packaging from another wrap that was in that box. I attached some photos of my skin when I took off the heat wrap. I would really just like to get reimbursed for the wraps that I will no longer use because of this." The action taken in response to the event of the product was permanently withdrawn. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (29jun2017 and 29jun2017): new information reported from the consumer includes: information on product (lot number and expiration date) and photos of skin when the patient took off the heat wrap. Company clinical evaluation comment: based on the information provided, the event of "burn marks on body from the patch" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event was medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn marks on body from the patch " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event was medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] burn marks on my body/two burn marks on my back when the heat patch burnt my skin [thermal burn], did not check the skin under the wrap during use, had read usage instructions [intentional device misuse] , burn marks on my body-left scars on my back/two burn marks on my back when the heat patch burnt my skin [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unknown ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (device lot number: n31954, expiration date: (B)(6) 2019) from an unspecified date in (B)(6) 2017 (reported as early (B)(6) at 1 patch every few months for back pain, muscle tightness in back, and muscle cramping. Medical history was not reported. The patient reported she is not pregnant and not post-menopausal. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) in (B)(6) 2017 for 1 day (about 6 to 8 hours) for an unspecified indication with no adverse effect. The patient reported the box stated this patch could be worn for up to sixteen hours. The patient reported wearing the heatwrap under a t-shirt for 6 to 8 hours today, (B)(6) 2017, during her eight hour work day. After coming home from work, the patient went to take the heatwrap off and discovered it had burned/melted her skin. She stated she now has 2 scars on her back on an unspecified date in (B)(6) 2017. The patient did not consult a healthcare professional as a result of the events. She had not checked her skin under the product while wearing the heatwrap on (B)(6) 2017. The patient stated she had read the usage instructions prior to using the heatwraps. The patient further reported, "I do not have the box anymore but here are some photos of my skin when I took off the heat wrap. I would really just like to get reimbursed for the wraps that I will no longer use because of this. I have two burn marks from june on my back when the heat patch burnt my skin. I used scar cream which is not getting rid of the scars, so they are now permanent." The patient assessed her skin tone as medium (neither light nor dark). She is not currently under the care of a physician for any medical conditions. The patient denied having sensitive skin or any abnormal skin conditions. She did not previously use any other heating product for pain relief (such as electric heating pad, water bottle, microwave gel pack). The patient did not exercise while using the heatwrap. Action taken with the suspect product in response to the event was permanently withdrawn on an unspecified date in (B)(6) 2017. Treatment for scar included scar cream. No therapeutic measures were taken for the other events. No hospitalization was required as a result of the events. Clinical outcome of burn and scar was not resolved. Clinical outcome of the remaining event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (29jun2017): new information received from a contactable consumer includes: information on product (lot number and expiration date) and photos of skin when the patient took off the heat wrap. Follow-up (14jul2017): new information received from a contactable consumer includes: patient details, suspect product indication, no concomitant medication, event onset date, event outcome, reaction data (additional events of intentional device misuse and scars), no therapeutic measures and no hospitalization required. Follow-up (18aug2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (29aug2017): new information reported from a contactable consumer includes: suspect product data (additional indication, dose, and frequency) and event data (updated outcome and treatment received for scar; additional description of "two burn marks on my back when the heat patch burnt my skin"). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "two burn marks on my back when the heat patch burnt my skin" "had not checked her skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events was medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident, comment: based on the information provided, the event of "two burn marks on my back when the heat patch burnt my skin" "had not checked her skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events was medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] burn marks on my body [thermal burn] , did not check the skin under the wrap during use, had read usage instructions [intentional device misuse] , burn marks on my body-left scars on my back [scar] . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unknown ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n31954, expiration date: mar2019) from an unspecified date in (B)(6) 2017 (reported as early (B)(6)) for back pain and muscle tightness in back. Medical history was not reported. The patient reported she is not pregnant and not post-menopausal. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) in (B)(6) 2017 for 1 day (about 6 to 8 hours) for an unspecified indication with no adverse effect. The patient reported the box stated this patch could be worn for up to sixteen hours. The patient reported wearing the heatwrap under a t-shirt for 6 to 8 hours today, (B)(6) 2017, during her eight hour work day. After coming home from work, the patient went to take the heatwrap off and discovered it had burned/melted her skin. She stated she now has 2 scars on her back on an unspecified date in (B)(6) 2017. The patient did not consult a healthcare professional as a result of the events. She had not checked her skin under the product while wearing the heatwrap. The patient stated she had read the usage instructions prior to using the heatwraps. The patient further reported "I do not have the box anymore but here are some photos of my skin when I took off the heat wrap. I would really just like to get reimbursed for the wraps that I will no longer use because of this." The patient assessed her skin tone as medium (neither light nor dark). She is not currently under the care of a physician for any medical conditions. The patient denied having sensitive skin or any abnormal skin conditions. She did not previously use any other heating product for pain relief (such as electric heating pad, water bottle, microwave gel pack). The patient did not exercise while using the heatwrap. Action taken with the suspect product in response to the event was permanently withdrawn on an unspecified date in (B)(6) 2017. No therapeutic measures were taken and no hospitalization was required as a result of the event. Clinical outcome of the event burn was not resolved. Clinical outcome of the remaining events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (29jun2017): new information received from a contactable consumer includes: information on product (lot number and expiration date) and photos of skin when the patient took off the heat wrap. Follow-up (14jul2017): new information received from a contactable consumer includes: patient details, suspect product indication, no concomitant medication, event onset date, event outcome, reaction data (additional events of intentional device misuse and scars), no therapeutic measures and no hospitalization required. Follow-up (18aug2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn marks on body from the patch " "had not checked her skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events was medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident., comment: based on the information provided, the event of "burn marks on body from the patch " "had not checked her skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events was medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident.